Event description:
Two catheters were tested prior to use. 1 did not inflate, 1 did not deflate. Two other catheters had drainage problems, one of which was used in a pt. Product removed and replaced.